Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was report that there was an air-in-line event with the ball valve set. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 20116052 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that a as lvp 20d 3ss cv bv experienced air in line during use. The following was reported by the initial reporter: "xxxxx xxxxx reported on a phone call today that nemours outpatient oncology had another air in line event, with the ball valve set model number 11522558, yesterday. (He had no further specific information about that event and will provide further when he has it.) I let him know I would be reporting it and giving his information for follow up. In the event he saw previously (of which was previously reported, the ball appeared to be fully seated but allowed the air to get through the valve into the line. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a as lvp 20d 3ss cv bv experienced air in line during use. The following was reported by the initial reporter: "xxxxx xxxxx reported on a phone call today that nemours outpatient oncology had another air in line event, with the ball valve set model number 11522558, yesterday. (He had no further specific information about that event and will provide further when he has it.) I let him know I would be reporting it and giving his information for follow up. In the event he saw previously (of which was previously reported, the ball appeared to be fully seated but allowed the air to get through the valve into the line. "